Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) software errors were logged on the hard drive. Upper case found broken.

Event description:
It was reported the programmer was not getting telemetry. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.